Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ during a supply change, followed by prolonged dosing stopped alerts that led to hyperglycemia while traveling; troubleshooting involved removing all supplies, performing a dry run, replacing supplies, and resuming insulin delivery, with glucose decreasing from 401 mg/dl to 210 mg/dl and trending down, and the event aligned with a complete blockage related to the tubing component and user connection outside the device prior to insertion. Symptoms included hyperglycemia with urinary frequency. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem during setup, consistent with a complete flow blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.